Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump. It was reported on (B)(6) 2020 when the doctor did the surgery to change the pump it was noted that the catheter was worn and so it was revised and sliced. A new catheter was placed on (B)(6) 2020. The catheter was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was catheter was found to be worn and it was cut back and followed to tunneling tract then revised and spliced. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.